Event description:
One pt urine sample that resulted negative for blood. Visual dipstick of same showed 2+ or 3+ for blood. Urine sample repeated an add'l time giving the same results. If add'l info is received, appropriate notification will be provided.